Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿noise occurs on the screen when the screen is angled¿ was not confirmed. The following findings were also noted during device evaluation: battery on the printed circuit board ran out -consumption, and printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite small intestinal videoscope had noise occur on the screen when the screen is angled. Upon inspection and evaluation, the nozzle has foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. They wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. However, the customer did not flushed the air/water nozzle with water and air. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material likely remained in the nozzle since reprocessing deviated from the instruction manual. The instruction manual sif-h290s operation manual describes how to detect the suggested event in chapter 3 preparation and inspection. The instruction manual sif-h290s reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.